Event description:
It was reported that when starting the pump, it alarmed no disposable pump wont run. Two pumps have been tried with the same cassette. The cassette is a flow stop cassette. The cassette was removed and reattached. Upon restart, the pump alarm continued. The patient was hooked up to the pump on monday and still had 50 milliliters remaining in the cassette. The patient was not affected. There was no patient injury.

Manufacturer narrative:
No product was returned; however, the pump's operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified. Catalog number, serial number, model number, UDI number are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified, corrected data: d1: correction: brand name: cadd infusion pump.